Event description:
Customer had a total protein result on a pt sample that recovered lower than the albumin results (causing a negative a/g ratio). He then monitored the analyzer and noticed the cells were overflowing and found issues with pt results. The customer provided results for three pts, one pt result was discrepant: original total protein result was 2.0, repeat on a different analyzer gave 7.5 g per dl. The pt sample was serum. No treatment was administered based on the discrepant result, it was not reported. The field service representative determined an air/fluid leak to be the cause. He found vacuum tubing on det. Probe of wash arm 2 was leaking and repaired the tubing. To verify analyzer operation, the field service representative ran diagnostics, calibration and controls which were within specification.